Event description:
A healthcare professional reported that during surgery, they noticed that the lens was torn. Procedure was completed on the same day. The issue was noted during insertion. Additional information has been requested and received stating that the back up lens was used to complete the procedure.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).